Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a senior csr. The patient informed the csr that on (B)(6) 2018, she obtained an alleged inaccurately high reading on the subject meter. She explained to the csr that at 11.00am, she felt ¿nauseous, was sweating, she felt weak and was extremely hungry¿. The patient stated that in response to these symptoms, she skipped her usual dose of insulin and ate breakfast. She informed the csr that at 2.00pm she obtained an alleged inaccurately high reading of ¿5.6 mmol/l¿ on the subject meter which she compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she had a glass of orange juice in response to the alleged inaccurately high reading, and that shortly after, she ¿fainted and was unresponsive¿. She explained to the csr that her home care nurse called for emergency medical technicians (emt) and that she was taken to hospital. The patient stated that a blood glucose test was performed on a laboratory device at the emergency room and obtained a result of ¿0.1 mmol/l¿. She explained that she remained in ¿a coma¿ for three days before she regained consciousness. The patient could not confirm what treatment she received in response to her symptoms. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The patient confirmed that the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as she had disposed of the meter and test strips before she contacted lifescan. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, whilst using the subject meter.